Manufacturer narrative:
A service visit has been performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that a system message, indicating an occlusion, was displayed and aspiration was difficult to perform during a surgical procedure. The case was able to be completed with the same equipment and accessories with no delay in procedure. There was no patient impact reported.